Manufacturer narrative:
There was no patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to reproduce the reported issue. The side valves were cleaned and the temperature settings were re-calibrated. Full functional and electrical safety checks were performed without issue and the unit was returned to service. As the issue could not be reproduced, a root cause was not determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received an report that the heater-cooler system 3t displayed multiple error messages when the unit was powered on during maintenance. There was no patient involvement.